Event description:
It was reported that during a da vinci si surgical procedure on (B)(6) 2013, the site noticed that the left master tool manipulator (mtml) was hanging down in the surgeon side console(ssc).the master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The surgeon was moving the mtml; however, the mtml did not control anything. The mtml arm was reportedly sluggish. The site attempted to restart the system; however, the alleged issue continued. The surgeon decided to abort the surgical procedure post anesthesia with port placement prior to contacting intuitive surgical inc. (Isi) technical support engineer (tse). It is unknown at this time whether the surgeon aborted the surgical procedure due to the alleged issue with the mtml.

Manufacturer narrative:
Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of date of this report. A follow-up MDR will be submitted if additional information is received. An isi field service engineer (fse) went to the site on (B)(4) 2013 and noticed that the only way the site could pass homing was to disable the mtml arm remote arm controller boards (rac1). Rac1 was replaced in order to resolve the error 25580 which occurred during surgery. This system error code 25580 is reported when the da vinci safety system determines a hardware voltage level is out of range. During test drive, fse noticed error 23005 which occurred on the psm1 axis 6 during test drive. This system error code 23005 is reported when there is an issue with the output power limit. Fse had ran an electrical safety test and the safety test passed testing. Fse also ran a system verification which also passed testing. Isi has reviewed the system logs for this site with a procedure date of (B)(4) 2013 and confirmed error 25580 was reported. Error 23005 was in the system log during test drive by the fse on (B)(4) 2013.

Manufacturer narrative:
The product was returned and evaluated on 8/19/2013. Failure analysis evaluation was able to replicate the reported error. Remote arm controller boards (rac) failed at start up with error 25580. The issue is with rac drive module 2 (rdm). Failure analysis replaced this part and rac passed testing.